Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 480 mg/dl at the time of event. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will be not returned for the analysis. Frn-mmt-332-rsvr, unomed set.